Event description:
Dealer advised end user stated two of the rubber tips looked like they were melted out of the box. Dealer could not provide any further information. Dealer will call back.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.